Event description:
A pt was undergoing treatment of two aneurysms and an agility-10 steerable guidewire was used to assist the physician in advancing and positioning a commodore tobc to aid in the gdc coil packing procedure. While attempting to remove the commodore with the guidewire, resistance was encountered. The physician removed the commodore and gently tried to remove the agility guidewire. During this operation the guidewire appeared to be stretching, and 2.5cm of the distal portion of the device detached inside the internal cerebral artery. The dislodged piece was unable to be retrieved. The pt woke from anesthesia without incident, and was immediately taken for a CT scan at the time of the case.